Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to discontinue use of the device. The device remains in situ. The patient was implanted on (B) (6) 2010 with a new device on the contralateral side.

Manufacturer narrative:
(B) (4). Implanted device remains.